Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 201. On (B)(6) 2011 multiple events of 10 minute duration start to occur and continue up to (B)(6) 2011. Multiple events would indicate the device was switching itself on automatically. The device remained in fault mode up to (B)(6) 2012 when a new pad-pak was installed after which the manual power ups continue. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.